Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), epilepsy ("epilepsy") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hypertension in 2005, stress, pre-eclampsia and ulcer nos (treatment date: 2009). Concurrent conditions included depression, herniated disc, multigravida, parity 2 ((B)(6) 2007, (B)(6) 2011), irritable bowel syndrome (treatment date: 2018), post-traumatic stress disorder (treatment date: 2017), bleeding breakthrough (light dark. Impression: break through bleeding plan: hsg after) since (B)(6) 2011, numbness since (B)(6) 2016 and chest pain since (B)(6) 2016. Concomitant products included lisinopril for blood pressure high as well as dicycloverine (dicyclomine) from 2017 to 2018, gabapentin from 2014 to 2018, hydrocodone from 2014 to 2015, ibuprofen from 2002 to 2018, lamotrigine from 2017 to 2018, paracetamol (tylenol) since 2001, prazosin from 2017 to 2018 and vilazodone hydrochloride (viibryd) from 2017 to 2018. In 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ apareunia (inability to have sexual intercourse) out of every ten attempts five out of the ten times I can not have intercourse due to the severity of pain") and nausea ("nausea"). On (B)(6) 2012, the patient experienced weight fluctuation ("weight gain/ loss (specify which one): both gain and loss"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced epilepsy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches (severe 10/10)"). In (B)(6) 2017, the patient experienced personality disorder ("unspecified personality disorder"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), swelling ("swelling"), emotional disorder ("emotional"), urinary tract infection ("infection type: uti"), vaginal infection ("infection type: vaginal"), anxiety disorder ("anxiety disorder"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("possible allergy to essure / nickel allergy") with skin irritation and urticaria, pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("poor vision"), fatigue ("fatigue"), back pain ("back pain (severe 10/10)"), burning sensation ("leg burning"), muscle spasms ("leg cramping"), malaise ("always feeling sick"), paranoia ("symptoms of paranoia") and mood swings ("mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, epilepsy, genital haemorrhage, emotional disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dyspareunia, anxiety disorder, personality disorder, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight fluctuation, alopecia, nausea, back pain, burning sensation, muscle spasms, malaise, paranoia and mood swings outcome was unknown and the abdominal pain and swelling had not resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety disorder, back pain, bladder disorder, burning sensation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, epilepsy, fatigue, genital haemorrhage, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, paranoia, pelvic pain, personality disorder, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: she was informed her that she had an ectopic pregnancy and a possible allergy to essure. She soon experienced a miscarriage. Have you had your essure (or any part of the device) removed? No. Two dates were reported for essure placement- (B)(6) 2011 and (B)(6) 2011. On (B)(6) 2011, left side: essure 1 coil inserted. Right side: essure 3 coils inserted. Impression: desire essure sterilization. Plan: essure done. The first essure is inserted on the left side. It is seated. It is released. There is one coil left in the endometrial cavity. The second is inserted on the right side, it is seated. It is released. There are three cobs left in the endometrial cavity. The hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Carfate was prescribed for migraines and headaches, prescribed 1 gram, four times per day. From (B)(6) 2011, patient used condoms for prevent pregnancy and reason for discontinuation-essure device implanted. Approximate weight at the time of essure placement: 215 lbs. On (B)(6) 2012, confirmed blockage of the fallopian tubes following the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), epilepsy ("epilepsey") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hypertension in 2005, stress, pre-eclampsia and ulcer nos (treatment date-2009). Concurrent conditions included depression, herniated disc, multigravida, parity 2 (B)(6) 2007, (B)(6) 2011), irritable bowel syndrome (treatment date-2018), post-traumatic stress disorder (treatment date-2017), bleeding breakthrough (light dark. Impression: break through bleeding plan: hsg after) since (B)(6) 2011, numbness since (B)(6) 2016 and chest pain since (B)(6) 2016. Concomitant products included lisinopril for blood pressure high as well as dicycloverine (dicyclomine) from 2017 to 2018, gabapentin from 2014 to 2018, hydrocodone from 2014 to 2015, ibuprofen from 2002 to 2018, lamotrigine from 2017 to 2018, paracetamol (tylenol) since 2001, prazosin from 2017 to 2018 and vilazodone hydrochloride (viibryd) from 2017 to 2018. In 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ apareunia (inability to have sexual intercourse) out of every ten attempts five out of the ten times I can not have intercourse due to the severity of pain") and nausea ("nausea"). On (B)(6) 2012, the patient experienced weight fluctuation ("weight gain/ loss (specify which one): both gain and loss"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2016, the patient experienced epilepsy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches (severe 10/10)"). In november 2017, the patient experienced personality disorder ("unspecified personality disorder"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), swelling ("swelling"), emotional disorder ("emotional"), urinary tract infection ("infection type: uti"), vaginal infection ("infection type: vaginal"), anxiety disorder ("anxiety disorder"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("possible allergy to essure / nickel allergy") with skin irritation and urticaria, pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("poor vision"), fatigue ("fatigue"), back pain ("back pain (severe 10/10)"), burning sensation ("leg burning"), muscle spasms ("leg cramping"), malaise ("always feeling sick"), paranoia ("symptoms of paranoia"), mood swings ("mood swings") and tooth disorder ("dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, epilepsy, genital haemorrhage, emotional disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dyspareunia, anxiety disorder, personality disorder, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight fluctuation, alopecia, nausea, back pain, burning sensation, muscle spasms, malaise, paranoia, mood swings and tooth disorder outcome was unknown and the abdominal pain and swelling had not resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety disorder, back pain, bladder disorder, burning sensation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, epilepsy, fatigue, genital haemorrhage, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, paranoia, pelvic pain, personality disorder, swelling, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: she was informed her that she had an ectopic pregnancy and a possible allergy to essure. She soon experienced a miscarriage. Have you had your essure (or any part of the device) removed? No. Two dates were reported for essure placement- (B)(6) 2011. On 28sep2011, left side: essure 1 coil inserted. Right side: essure 3 coils inserted. Impression: desire essure sterilization. Plan: essure done. The first essure is inserted on the left side. It is seated. It is released. There is one coil left in the endometrial cavity. The second is inserted on the right side, it is seated. It is released. There are three cobs left in the endometrial cavity. The hysteroscope was removed . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on 13-feb-2012: total bilateral occlusion carfate was prescribed for migraines and headaches, prescribed 1 gram, four times per day. From (B)(6) 2011, patient used condoms for prevent pregnancy and reason for discontinuation-essure device implanted. Approximate weight at the time of essure placement 215 lbs. On (B)(6) 2012, confirmed blockage of the fallopian tubes following the essure procedure . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2018: plaintiff fact sheet received. Event dental problems was added. Reporter aka name were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)") and epilepsy ("epilepsey") in a 24-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hypertension in 2005, stress, pre-eclampsia and ulcer nos (treatment date-2009). Concurrent conditions included depression, herniated disc, multigravida, parity 2 ((B)(6) 2007, (B)(6) 2011), irritable bowel syndrome (treatment date-2018), post-traumatic stress disorder (treatment date-2017), bleeding breakthrough (light dark impression: break through bleeding plan: hsg after) since 6-oct-2011, numbness since 14-jun-2016 and chest pain since 14-jun-2016. Concomitant products included lisinopril for blood pressure high as well as dicycloverine (dicyclomine) from 2017 to 2018, gabapentin from 2014 to 2018, hydrocodone from 2014 to 2015, ibuprofen from 2002 to 2018, lamotrigine from 2017 to 2018, paracetamol (tylenol) since 2001, prazosin from 2017 to 2018 and vilazodone hydrochloride (viibryd) from 2017 to 2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"). On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ apareunia (inability to have sexual intercourse) out of every ten attempts five out of the ten times I can not have intercourse due to the severity of pain") and nausea ("nausea"). On (B)(6) 2012, the patient experienced weight fluctuation ("weight gain/ loss (specify which one): both gain and loss"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2016, the patient experienced epilepsy (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches (severe 10/10)"). In november 2017, the patient experienced personality disorder ("unspecified personality disorder"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), swelling ("swelling"), emotional disorder ("emotional"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection type: uti"), vaginal infection ("infection type: vaginal"), anxiety disorder ("anxiety disorder"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("possible allergy to essure / nickel allergy") with skin irritation and urticaria, pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), visual impairment ("poor vision"), fatigue ("fatigue"), back pain ("back pain (severe 10/10)"), burning sensation ("leg burning"), muscle spasms ("leg cramping"), malaise ("always feeling sick"), paranoia ("symptoms of paranoia") and mood swings ("mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, emotional disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, dyspareunia, anxiety disorder, personality disorder, bladder disorder, urinary tract disorder, migraine, epilepsy, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge, visual impairment, fatigue, weight fluctuation, alopecia, nausea, back pain, burning sensation, muscle spasms, malaise, paranoia and mood swings outcome was unknown and the abdominal pain and swelling had not resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, alopecia, anxiety disorder, back pain, bladder disorder, burning sensation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, epilepsy, fatigue, genital haemorrhage, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, paranoia, pelvic pain, personality disorder, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: she was informed her that she had an ectopic pregnancy and a possible allergy to essure. She soon experienced a miscarriage. Have you had your essure (or any part of the device) removed? No. Two dates were reported for essure placement- 28sep2011 and 28nov2011. On (B)(6) 2011, left side: essure 1 coil inserted. Right side: essure 3 coils inserted. Impression: desire essure sterilization. Plan: essure done. The first essure is inserted on the left side. It is seated. It is released. There is one coil left in the endometrial cavity. The second is inserted on the right side, it is seated. It is released. There are three cobs left in the endometrial cavity. The hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion carfate was prescribed for migraines and headaches, prescribed 1 gram, four times per day. From (B)(6) 2011, patient used condoms for prevent pregnancy and reason for discontinuation-essure device implanted. Approximate weight at the time of essure placement 215 lbs. On (B)(6) 2012, confirmed blockage of the fallopian tubes following the essure procedure most recent follow-up information incorporated above includes: on 10-aug-2018: pfs and mr received. Reporter was added. Patient¿s detail, historical condition, historical drug, concomitant disease, concmitant drugs and relevant tests were added. Essure lot number was added. Events added: emotional, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection uti/vaginal, anxiety disorder, unspecified personality disorder, bladder or urinary problems or changes, migraines / headaches, epilepsey, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), I can not have intercourse due to the severity of pain, pain, vaginal discharge, poor vision, fatigue, hair loss, nausea, weight gain/weight loss; back pain, leg burning, leg cramping, always feeling sick, symptoms of paraloia, mood swings. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), skin irritation ("skin irritations"), swelling ("swelling") and device allergy ("possible allergy to essure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown and the abdominal pain, skin irritation, swelling and device allergy had not resolved. The reporter considered abdominal pain, abortion of ectopic pregnancy, device allergy, ectopic pregnancy with contraceptive device, skin irritation and swelling to be related to essure. The reporter commented she was informed her that she had an ectopic pregnancy and a possible allergy to essure. She soon experienced a miscarriage. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.